Event description:
It was reported that the backup pump lost its programming. The batteries on the pump were not replaced. The backup pump was not in patient use during the reported event. The patient was instructed to go the hospital. The patient did not end up going to the hospital however, but they were reported to be doing well as the issue was resolved. No patient injury or complications were reported in relation to this event. The faulty device was replaced.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd ms3 pumps . Short summery revealed the issue of pump loosing program could not be verified or duplicated. Preventative action was taken to replace software s219 c000 r000. The DHR revealed no subsequent issues to the manufacturing of device prior to release.

Event description:
Investigation results completed and summarized.